Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2014. The cause of death was cardiopulmonary arrest, cardia arrest, multiple embolic cvas due to diabetic ketoacidosis. The caller stated that the customer's insurance switched her from sure-t to cannula based infusion set. The customer was home alone while the caller was at work. When he got home from work, it was too late. The caller took the customer to a local hospital where they didn't have the right equipment for running tests. The customer could not be admitted and could not be air lifted to another hospital due to a snow storm. By the time the customer was taken to another hospital, her blood glucose was the 1400s mg/dl, was in coma for ten days before the caller pulled the plug. The caller did not know whether the customer was wearing the insulin pump at the time of death or not. The caller declined returning the insulin pump for analysis.